Event description:
It was reported that during implant the atrial lead exhibited an intermittent loss of sensing and low lead impedance. The lead was removed and replaced. The patient was normal after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: final analysis found a short circuit between distal and proximal coil inside the connector pin. This was due to inner coil collapse caused by overtorque of the helix.